Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use. The user is trained to the device. A 5f non-cordis sheath was used. The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath, or the distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. Hemostasis was achieved by manual compression for 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use. The user is trained to the device. A 5f non-cordis sheath was used. The balloon lost pressure during patient use. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath, or the distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. Hemostasis was achieved by manual compression for 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was also not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was present in the manufacturing position and was fully covered by the sealant sleeves. A kinked condition was observed on the sealant sleeves. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation analysis could not be performed due to a leakage observed in the balloon. A high magnification evaluation was performed on the surface of the balloon. During this analysis, a longitudinal tear was observed on the balloon body. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the returned device since a longitudinal tear was observed on the balloon. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors (such as the vessel tortuosity reported) may have contributed to the reported issue. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.